Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily, weekly, and monthly self testing without duplicating the report. Internal inspection found no discrepancies. The device log was unavailable to be downloaded due to the device being in a no power up condition. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.